Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 20 mg/ml hydromorphone at 5.560 mg/day via a pump implanted for spinal pain. It was reported that at a pump refill in (B)(6) 2016, the actual residual volume was significantly greater than the expected residual volume. The patient had clostridium difficile from (B)(6) 2016, so it was unknown if the patient suffered any side effects. The pump logs were read, but there were no signs of a motor stall. On (B)(6) 2016, the patient's pump was replaced. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.